Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally communicated on (B)(6) 2024 that the patient had a driveline infection and a history of pump driveline infection prior to the visit. The patient had a gram strain test that came back negative, 2+ pseudomonas aeruginosa. The infection was treated with antibiotics while inpatient and discharged on intravenous dalbavancin and diflucan. The site was to continue follow up with implant center vad team and infectious disease.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log file review was requested for a patient admitted to the emergency department with driveline drainage. No ventricular assist device (vad) issues or alarms were reported at the time. The event log file contained a few pulsatility index (pi) events as well as routine power source changes.